Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak from line. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Customer's biomedical engineering department evaluated the unit and then reported to getinge fst that this unit did not actually have a "helium leak" and also corrected a retractable power cable entanglement issue. At this time, the customer has not requested getinge to repair the iabp and requested the service order to be cancelled. If any pertinent information is received in the future, a supplemental report will be submitted.